Event description:
It was reported that during the stent implantation procedure at the posterior communicating segment of the right internal carotid artery, poor wall apposition was observed at the curved section of the cavernous sinus segment by the subject stent. To address this, the physician utilized a previously used guidewire for subject stent "massaging" in order to improve apposition. During the manipulation, a change in the guidewires shape was noted, and upon withdrawal for external inspection, a significant crease/kink was discovered approximately 12 cm from the guidewire's tip, indicating a near-fracture state. The physician replaced the guidewire with a new one. After the guidewire massage, the subject stent achieved satisfactory apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2nd of 2nd MDR.

Manufacturer narrative:
D4. Expiration date: updated, d4. Gtin: updated, h4. Manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description states " the surgeon concluded that the partial lack of apposition of the subject stent immediately after deployment was attributable to the significant angular discrepancy between the subject stent length and the tortuous vessel and did not constitute a product quality issue. After the guidewire massage, the stent achieved satisfactory apposition". The anatomy was reported to be moderately tortuous which most likely contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.

Event description:
It was reported that during the stent implantation procedure at the posterior communicating segment of the right internal carotid artery, poor wall apposition was observed at the curved section of the cavernous sinus segment by the subject stent. To address this, the physician utilized a previously used guidewire for subject stent "massaging" in order to improve apposition. During the manipulation, a change in the guidewires shape was noted, and upon withdrawal for external inspection, a significant crease/kink was discovered approximately 12 cm from the guidewire's tip, indicating a near-fracture state. The physician replaced the guidewire with a new one. After the guidewire massage, the subject stent achieved satisfactory apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.